Event description:
Promus premier china registry. It was reported that restenosis occurred. In (B)(6) 2018, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 86 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 28 mm study stent. Post dilation was performed and residual stenosis was 0%. Two days later, the subject was discharged on aspirin and other medication. In (B)(6) 2019, in-stent restenosis was noted and was hospitalized on the same day. Per electronic data collection (edc), it was noted no other action was taken with regards to this event. In (B)(6) 2019, thirty seven days later, the event was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that, at the time of index procedure, the patient was on a prior regimen of aspirin and p2y12. The subject received heparin or other anti-thrombin medication and gp iib/iiia inhibitor. In (B)(6) 2019, subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with in-stent restenosis in coronary artery. No other action was taken with regards to this event. In (B)(6) 2019, the patient was discharged on aspirin and other medication.

Manufacturer narrative:
Device is combination product.

Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) registry. It was reported that restenosis occurred. In (B)(6) 2018, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 86 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 28 mm study stent. Post dilation was performed and residual stenosis was 0%. Two days later, the subject was discharged on aspirin and other medication. In (B)(6) 2019, in-stent restenosis was noted and was hospitalized on the same day. Per electronic data collection (edc), it was noted no other action was taken with regards to this event. In (B)(6) 2019, thirty seven days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.